Event description:
Product was used to close a facial laceration on a patient of unknown age. The product ran into the eyelashes and bonded the eye shut. The patient was admitted so that an opthalmologist could see patient. Patient was seen and the treatment was to wait until the adhesive loosened. The patient was discharged the next day with no further difficulties reported. The current status of the patient is unknown.